Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user culture test results and cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The first hygiene microbiological investigation report indicated the channels of the scope were cultured and the sampling solution in the air / water channel tested positive for 8 colony forming units (cfus) of streptococcus salivarius, and streptococcus vestibularis. The sampling solution from the auxiliary water channel tested positive for 5 colony forming units (cfus) of gemella haemolysans, and neisseria sicca. The scope underwent subsequent testing and the hygiene microbiological investigation report indicated no microorganisms were found, 0 colony forming units (cfus) detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the scope tested positive twice for an unspecified number of colony forming units of staphylococci. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.